Event description:
A cartridge change error was reported by the customer, indicating an issue with the pump. There was no adverse impact to the customer's blood glucose level. The customer followed technical support's instructions to inspect and clean the pump components, successfully loaded the cartridge onto the pump, and resumed insulin delivery.